Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have the lot number and serial number (if applicable)? Why was the MRI being performed? Was the device initially effective in controlling reflux? Did the patient have any other surgeries in the area? What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Did the patient have previous disorders? How many MRI scans has the patient gone through? Was any treatment plan discussed with the patient? If yes, what is the treatment plan? Have you been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? What is a good email address for the account contact? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient received a MRI 4 days ago and then started having stomach pains and had to go to the ed.